Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the atrial lead triggered two patient alerts for low impedance. Isometric testing was done and the lead tested within normal limits. The patient alert tones were turned off and the lead will remain in use and be closely monitored. No patient complications have been reported as a result of this event.